Manufacturer narrative:
(B)(4). Additional information received. Device has not been returned for investigation and the lot number was not provided. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, immediately following the procedure, the patient developed radiating pain up and down the leg. An unspecified medication was provided for pain management; however, the symptoms were reported to be continuing. A duplex ultrasound performed revealing normal blood flow through out the limb. It was believed that the vessel was accessed from the lateral side. Since the symptoms have continued for a year, the physician is considering exploratory surgery. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Subsequent to the initial medwatch, additional information was received stating that the physician had referred the patient to a neurologist for a nerve blocking procedure in the groin.